Event description:
When in room plugged the instrument into the generator (generator ID# (B)(4) it gave an error code. The enseal popped up with an error code to grab tissue again and reactivate instrument. Dr. Did as such. Same error code occurred. On the third error code, machine prompted that it was an instrument error, and to obtain new enseal. No injury occurred to patient. Defective enseal bagged and given to team lead with patient label. FDA safety report ID# (B)(4).